Manufacturer narrative:
Concomitant medical products: dtba2q1 crt-d, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead sometimes exhibited low r-waves and that a sudden drop in r-waves was observed at the time of the patient's syncopal episode. The lead also exhibited oversensing and noise, possibly leading to an inhibition of pacing and subsequent syncope. It was also reported that the lead had insulation damage on the defibrillation coil and a slightly increasing defibrillation impedance trend. The insulation defect reportedly led to discomfort for the patient. The lead was reprogrammed and remains in use. It was reported that the patient also experienced discomfort as well as muscle, nerve, and pocket stimulation during left ventricular pacing. The left ventricular (lv) lead was also reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.